Event description:
A report was received that the patient was experiencing burning sensation at the site of the ipg that was first implanted regardless if she was charging or not. The physician believed the burning sensation was device related since the other ipg does not burn. The physician prescribed lidoderm patch for relief.

Event description:
A report was received that the patient was experiencing burning sensation at the site of the ipg that was first implanted regardless if she was charging or not. The physician believed the burning sensation was device related since the other ipg does not burn. The physician prescribed lidoderm patch for relief.

Manufacturer narrative:
Additional information was received that the patient the patient underwent a revision procedure wherein the physician repositioned the battery. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(6)

Event description:
A report was received that the patient was experiencing burning sensation at the site of the ipg that was first implanted regardless if she was charging or not. The physician believed the burning sensation was device related since the other ipg does not burn. The physician prescribed lidoderm patch for relief.

Manufacturer narrative:
Additional information was received that database analysis revealed the internal temperatures were observed to be within an expected range. The charge profile suggests that the charger thermistor is triggered often and the patient regularly has poor charger-to-ipg coupling. The battery discharge was observed and revealed no anomalies. The device appears to be working as expected.

Event description:
A report was received that the patient was experiencing burning sensation at the site of the ipg that was first implanted regardless if she was charging or not. The physician believed the burning sensation was device related since the other ipg does not burn. The physician prescribed lidoderm patch for relief.

Manufacturer narrative:
(B)(4). Additional information was received that the lidoderm patches did not work in providing relief. Database analysis revealed no anomalies.